Event description:
As reported by the edwards field clinical specialist during the transcatheter aortic valve replacement (tavr) procedure after the 23mm sapien transcatheter heart valve was deployed a transesophageal echocardiogram (tee) showed only two of the three valve leaflets were moving. The patient was stable however there was central aortic insufficiency. A review of images showed a good valve position and no leaflet overhang. A post-inflation with one additional cc of volume was performed to attempt to move the non-moving leaflet however was not successful. A second 23 mm sapien valve was placed inside the first valve at the same level. The result was zero central aortic insufficiency and trace paravalvular leak; all three leaflets were moving. Following the tavr procedure the patient was extubated and is doing well. Additional information received from the edwards clinical specialist indicates the physicians were unable to determine the root cause for the non-functioning leaflet. The patient's sinotubular junction (stj) was 26mm in diameter and mildly calcified. The native aortic valve, aortic root and leaflet calcification was described as severe; the aortic root was horizontal. The patient's ejection fraction was 60 percent. The image intensifier angle and the coaxial alignment of the valve and delivery system during deployment were described as good. The sapien valve positioning pre-deployment was 50:50; the exact final valve position was not provided. The balloon inflation was held during deployment for more six (6) seconds, ventilation was held during deployment, and there was no loss of pacing capture during deployment.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case patient factors likely caused or contributed to the event. Per the report received, tee confirmed the final valve position was adequate thus the second valve was deployed at the exact same position as the first valve. However, the native aortic valve, aortic root and leaflet calcification was described as severe and the patient's aortic root was horizontal. It is possible the severe native valve and leaflet calcification in combination with other patient and / or procedural factors caused or contributed to the non-functioning leaflet event. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.